Manufacturer narrative:
Further information was requested but not received. The reported event of noise was confirmed. As received, a complete lead was returned in one piece. A visual examination of the lead revealed an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead due to friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
It was reported that noise was observed on the right atrial (ra) lead during an unrelated procedure. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.